Manufacturer narrative:
Summary of evaluation: the evaluation results indicate this event is attributed to galling and binding of the power screw. Corrective action has been implemented to preventing galling and binding of the power screw under load.

Event description:
The handle of the cable tensioner would not turn. This event was noticed prior to the surgical procedure, therefore, there was no pt involvement.